Manufacturer narrative:
Could not do pre-temperatures test for excessive heat the motor was not running. Replaced motor cable assembly and bearings. The handpiece was repaired cleaned tested and passed to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that a handpiece over heated. There was no patient impact.